Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A doctor reported via phone call that the customer was currently in the emergency room due to hypoglycemia. Blood glucose level at the time of the incident was not provided. The doctor stated that the basal rates in the customer's insulin pump needed to be adjusted. Doctor was advised to have the customer call back to troubleshoot. The insulin pump was not replaced or returned for analysis.